Event description:
It was reported that the wake button was intermittently delayed in responding to touch. Customer's blood glucose was 109 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.